Manufacturer narrative:
(B)(4). The event occurred in: (B)(6) - (B)(4).

Event description:
The customer complained of questionable results for 3 separate samples from 1 patient tested for multiple tests on both a cobas 8000 e 602 module or a cobas 8000 e 801 module. Of the data provided, the elecsys tsh assay tsh (tsh), elecsys ft3 iii (ft3 iii), elecsys t4 assay (t4), and elecsys t3 (t3) results from one sample were a reportable malfunction. This one sample was drawn on (B)(6) 2018 and tested on a cobas e602 with the results compared to an abbott system. The customer complained that the patient results do no meet the clinical picture of the patient. The cobas e602 serial number was (B)(4). Please refer to the attachment to this medwatch for all relevant patient data. The rerun results from the sample drawn (B)(6) 2019 are not comparable to the original data since the sample had polyethylene glycol (peg) treatment performed. Samples with peg and without peg treatment are not comparable. The erroneous results were not reported outside of the laboratory. There was no allegation of an adverse event. Medwatchs for this issue include those with patient identifier = pt-(B)(6), pt-(B)(6), pt-(B)(6), and pt-(B)(6). The investigation is currently ongoing.

Manufacturer narrative:
The sample from (B)(6) 2018 was submitted for further investigation. The tsh, ft3 iii,t3 and t4 values generated at the customer site for the sample of the were confirmed. An investigation of interference was carried out and the results indicated an interfering factor to a component of the assay. The presence of an interfering factor most likely contributed to the falsely elevated values for the t4, t3, and ft3 iii assays. This interference is covered in product labeling. Product labeling states "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." Most likely, this same interfering factor was also present in the patient sample from the previous bleeding on (B)(6) 2018, causing discrepant results for the thyroid parameter between the assays of roche diagnostics and abbott.